Manufacturer narrative:
(B)(4). Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "leakage was detected when the balloon was inserted halfway into the sheath during use". As a result the catheter was removed and a 2nd catheter was inserted at the same insertion site. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
Qn# (B)(4). Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) without the original packaging. The sample was returned in a cardboard box and was in a ziplock bag. Upon return, the one-way valve was tethered to the short driveline tubing. The iabc bladder was fully un-wrapped. No blood was noted on the exterior surfaces or within the helium pathway of the returned sample. No damage or other abnormality was noted with the returned sample. The bladder thickness was measured at six points with measurements ranging from 0.0063in-0.0068in and was within specification of process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times according to quality system document. The iabc central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. The iabc was leak tested. No leak was initially detected; however, upon slightly manipulating the iabc, a gross leak was noted from the distal tip. Upon microscopic inspection, the distal end of the bladder membrane was found detached from the distal tip. Upon inspection, the iabc distal tip was still fully intact with the central lumen and there was a lamination mark on the tip. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted. The guidewire was front loaded through the iabc luer. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for "leakage was detected when the balloon was inserted halfway into the sheath" is confirmed. During the investigation, a leak was noted from the distal end of the intra-aortic balloon catheter (iabc) bladder membrane. Furthermore, the leak was confirmed to be caused by the bladder tip not attached to the iabc distal tip. No other leaks were detected. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the bladder not attached to the distal tip. The most probable root cause of the complaint is manufacturing related. This will be monitored for any developing trends. A non-conformance has been initiated to further investigate the issue.

Event description:
It was reported that "leakage was detected when the balloon was inserted halfway into the sheath during use". As a result, the catheter was removed and a 2nd catheter was inserted at the same insertion site. No patient harm or injury. The patient status is reported as "fine."